Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Customer confirmed deivce is not available for return.

Event description:
It was reported that: the wire was used in the beginning of the procedure to place the sheath and the catheter, and then change to another wire. After this they could see an extra arch on the wire, and then they saw that the wire is broken in the tip and the inner wire has gone thru the cover.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Device received and updated accordingly.

Event description:
It was reported that: the wire was used in the beginning of the procedure to place the sheath and the catheter, and then change to another wire. After this they could see an extra arch on the wire, and then they saw that the wire is broken in the tip and the inner wire has gone thru the cover.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. We are awaiting the return of the device for evaluation to complete our investigation.

Event description:
It was reported that: the wire was used in the beginning of the procedure to place the sheath and the catheter, and then change to another wire. After this they could see an extra arch on the wire, and then they saw that the wire is broken in the tip and the inner wire has gone thru the cover.